Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on extracorporeal membrane oxygenation (ECMO) and had a history of recent mitral valve replacement (mvr), stents, and thrombus on the mitral valve (mv) pre-implant. A centrimag right ventricular assist device (rvad) via a third-party catheter (protek duo) was placed due to right ventricular (rv) dysfunction. On (B)(6) 2025, the patient passed away due to a large mid-cerebral artery (mca) stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The mca stroke was an mca lesion that was followed by hemorrhagic stroke after mechanical thrombectomy of the left middle cerebral artery occlusion, which was complicated by bleeding requiring coil embolization. The stroke was identified via computed tomography (CT) scan. The centrimag was not thought to have contribute to the mca stroke. The patient was unresponsive to commands postoperatively. The site could not confirm if there was any malfunction of the outflow graft bend relief that indicated why it was not used during lvad implant. The death was not considered to be device or therapy related, and the lvad and centrimag operated as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. A specific cause for the reported removal of the outflow graft bend relief could not be conclusively determined through this evaluation. It was reported that the heartmate 3 lvas, serial number (B)(6) , will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 IFU, rev. D, is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU informs that a reinforced tube serves as a bend relief around the outflow graft to prevent kinking and abrasion. Section 5 ¿surgical procedures¿ provides instructions on preparing the outflow graft and outflow graft bend relief under the section titled ¿preparing the sealed outflow graft.¿ the section titled ¿final check of prepared equipment¿ instructs to confirm that the bend relief is in place over the sealed graft and disengaged from the metal fitting. The section titled ¿attaching the sealed outflow graft to the aorta,¿ instructs to confirm the bend relief is added to the sealed outflow graft prior to attaching it to the aorta. Section 5 also includes instructions for engaging the outflow graft bend relief and ensuring it is fully connected to the sealed outflow graft. The IFU cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.